Event description:
The customer reported that during a left knee arthroscopy, metal shavings were observed in the surgical site and were not all retrieved. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
To date, this device has not been received to perform an evaluation. A follow-up report will be sent upon receipt of the device and completion of an investigation.